Event description:
It was reported that nurse swapped out to new arctic sun device (serial (B)(4). They got low flow and air leak message on the arctic sun device at the beginning but they disconnected and reconnected and was fine now. Water temperature was not rising with this device either. Water temperature was 22.1c, water flow rate (wfr) was 2.1lpm, patient temperature was 33.6c and was using bladder probe. They had verified patient temperature and it correlates with rectal temperature. System diagnostics showed that patient temperature was 33.6c, outlet monitor temperature (t1) was 18.9c, outlet control temperature (t2) was 18.8c, inlet temperature (t3) was 20.4c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.1lpm, inlet pressure was -4.3psi, circulation pump command was 100 percent, mixing pump command was 37 percent, heater command was 0 percent, water reservoir level was 4 bars, system hours were 1308 and pump hours were 1106. Mss explained that it appeared circulation pump was going out and nurse swapped patient to blanketrol.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "low flow due to over-lamination of foam to film due to temp controller set too high". The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that nurse swapped out to new arctic sun device (serial dyfpal007). They got low flow and air leak message on the arctic sun device at the beginning but they disconnected and reconnected and was fine now. Water temperature was not rising with this device either. Water temperature was 22.1c, water flow rate (wfr) was 2.1lpm, patient temperature was 33.6c and was using bladder probe. They had verified patient temperature and it correlates with rectal temperature. System diagnostics showed that patient temperature was 33.6c, outlet monitor temperature (t1) was 18.9c, outlet control temperature (t2) was 18.8c, inlet temperature (t3) was 20.4c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.1lpm, inlet pressure was -4.3psi, circulation pump command was 100 percent, mixing pump command was 37 percent, heater command was 0 percent, water reservoir level was 4 bars, system hours were 1308 and pump hours were 1106. Mss explained that it appeared circulation pump was going out and nurse swapped patient to blanketrol.